Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and diarrhea. It was also reported that the right ventricular (rv) lead was being evaluated for potential oversensing vs ventricular arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.